Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated within the last 2-3 weeks, they had to have a lead shut down because pt was getting very hard electrical shocks. Pt said they met with the rep and the rep shut the lead off, and they thought there was a problem with the lead. Pt said they might have to remove the lead and replace the battery. Pt said they were still going to follow up with their healthcare provider (hcp) and get x-rays, but asked about the warranty for their device. Pss reviewed neurostimulator system warranty and the patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that on surgery day, on (B)(6) 2023 all of 8-15 were out. On (B)(6) 2023, surgeon removed lead and made decision to also replace battery as they could not rule out an issue with battery header since it was the same lead that they replaced previously. Surgeon was unable to place a new lead due to patient anatomy not allowing proper placement. After several attempts, surgeon made the decision to stay with the one lead and they plugged the 8-15 port. Will be meeting with patient on post op date on (B)(6) 2023 to program with one lead. Patient did mention that he has always been getting good coverage on left side which is what device was originally trailed/implanted before. Patient has new pain on right side that we have been unable to capture with the right lead since it's been going out and have not been able to push from left lead to cover however, as mentioned, when patient was first trailed/implanted, they were not trying to capture right side pain, however they attempted but were unable to because of right lead being out. There was a loss of stimulation. Returned both the lead and ins for evaluation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient. It was reported that the patient called back in and repeated information regarding the "lead issue/battery shorting concerns" and stated that they were planning to meet with a representative in january 2023 to get the issue taken care of. The patient had to turn their therapy off at night because it was a very annoying feeling, even when on low. The surgical plan was to open the patient's lead and battery incisions. Testing would be performed on the lead and then the battery to determine where the fault lies regarding the shocks the patient was receiving. Upon evaluation while the patient was on the table, it would be determined if the lead or battery was bad, and which device(s) would be replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2021. Product type: lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2021. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated patient started seeing "settings not available" on their controller last week. Upon checking impedances today, it was discovered contact 10 had high impedances at 40k ohms and this particular contact had been active in patient's programming. Caller was able to reprogram the patient without using contact 10 and obtained adequate coverage. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that they were not getting the correct therapy settings. They are now getting a settings not available message and are in quite a bit of pain. The cause of the high impedances was not determined; however, the manufacturer representative was able to program around the high impedance in order to obtain coverage. Caller met with patient and observed electrodes 9,10 and 12 >40,000 ohms. Patient was seeing an oor on their controller around 12ma. Patient was programmed on electrode 10 and this was removed from programming. Last night the patient was unable to increase intensity beyond 9ma. Today caller reported electrodes 9-14 were >40,000 ohms and 10 and 12 were normal. We discussed possibly intermittent connection and recommended exhaustive impedance testing. No falls or trauma reported, nor any medical procedures. Per patient, has experienced this issue for the past 3 months approx. :patient was not receiving effective therapy. It was thought that right lead may be fractured. Ran several impedance checks while palpating around the ipg pocket and received different readings each time. Patient also felt intermittent shocking. Managing physician will be ordering x-ray to see if any visible issues. Will be discussing possible lead revision with patient. Additional information was received from the rep. No visible fracture was noted however patient was referred to a physician for a lead revision (date unknown). The issue is unresolved. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated within the last 2-3 weeks, they had to have a lead shut down because pt was getting very hard electrical shocks.pt said they met with the rep and the rep shut the lead off, and they thought there was a problem with the lead. Pt said they might have to remove the lead and replace the battery. Pt said they were still going to follow up with their healthcare provider (hcp) and get x-rays, but asked about the warranty for their device. Pss reviewed neurostimulator system warranty and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient reporting that the patient was planning a time to perform the surgery to test/determine the issue of replacement or removal. Circumstances that led to the electrical shocks/lead issue was a manufacturer representative (rep) made adjustments to improve the patient¿s pain relief and multiple ¿nodes were not reporting on lead and electrical shock was occurring¿. The rep turned off the right lead. Currently the lead is off and only the left lead is on. The patient indicated that they continue to have pain at the battery site. The issue was not resolved. They indicated that they were working with a neurosurgeon on timing of their surgery. Additional information received from the patient. It was reported that the patient called back in and repeated information regarding the "lead issue/battery shorting concerns" and stated that they were planning to meet with a representative in january 2023 to get the issue taken care of. The patient had to turn their therapy off at night because it was a very annoying feeling, even when on low. The surgical plan was to open the patient's lead and battery incisions. Testing would be performed on the lead and then the battery to determine where the fault lies regarding the shocks the patient was receiving. Upon evaluation while the patient was on the table, it would be determined if the lead or battery was bad, and which device(s) would be replaced. Additional information was received from the patient. It was reported that they asked the tech to adjust their program settings to reach an affected area of pain. The rep stated that he blocked/shut off the leads as they were not responding accordingly and pt was receiving shocks randomly. The left lead has been left on. Rep assumes there may be something wrong with the battery. Pt has not had surgery scheduled yet. Additional information was received from the pt. It was reported that they were no therapy change. Pt will undergo surgery on (B)(6) 2023 to test lead and battery replacement. Additional information was received from the manufacturer representative (rep). It was reported that on surgery day, (B)(6) 2023 all of 8-15 were out. There was a lead fracture/break/damage noted. On (B)(6) 2023 surgeon removed lead and made decision to also replace battery as they could not rule out an issue with battery header since it was the same lead that they replaced previously. Surgeon was unable to place a new lead due to patient anatomy not allowing proper placement. After several attempts, surgeon made the decision to stay with the one lead and they plugged the 8-15 port. Will be meeting with patient on post op date of 3/8/23 to program with one lead. Patient did mention that he has always been getting good coverage on left side which is what device was originally trialed/implanted before. Patient has new pain on right side that we have been unable to capture with the right lead since it's been going out and have not been able to push from left lead to cover however, as mentioned, when patient was first trialed/implanted, they were not trying to capture right side pain, however they attempted but were unable to because of right lead being out. There was a loss of stimulation. Returned both the lead and ins for evaluation.

Manufacturer narrative:
Please reference regulatory report #3004209178-2022-10901 for previously reported details on this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient was planning a time to perform the surgery to test/determine the issue of replacement or removal. Circumstances that led to the electrical shocks/lead issue was a manufacturer representative (rep) made adjustments to improve the patient¿s pain relief and multiple ¿nodes were not reporting on lead and electrical shock was occurring¿. The rep turned off the right lead. Currently the lead is off and only the left lead is on. The patient indicated that they continue to have pain at the battery site. The issue was not resolved. They indicated that they were working with a neurosurgeon on timing of their surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID #97715; serial #(B)(6) was returned for analysis. The implantable neurostimulator (ins) passed functional testing and no significant anomalies were found. Serial #(B)(6) was returned for analysis. Analysis identified that all conductors were broken; 19.9 cm from the dista l/proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they asked the tech to adjust their program settings to reach an affected area of pain. The rep stated that he blocked/shut off the leads as they were not responding accordingly and pt was receiving shocks randomly. The left lead has been left on. Rep assumes there may be something wrong with the battery. Pt has not had surgery scheduled yet. Additional information was received from the pt. It was reported that they were no therapy change. Pt will undergo surgery on (B)(6) 2023 to test lead and battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.